Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have both ears of the distal clevis broken. One of the broken pieces was not returned, measuring roughly 0.178¿ x 0.285¿ in size. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.additional observation reported by site include a missing a section of the distal clevis pin. The broken portion of the distal clevis pin was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found the fenestrated bipolar forceps instrument had one side of the plastic part under the jaw lifted up and a screw was protruding. The customer re-docked and removed the instrument with the cannula due to the loose pin. After confirming that the plastic part was broken outside of the patient's abdominal cavity, the customer removed the instrument from the cannula. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The fragment was stuck in what looked like a white film. The customer confirmed that the plastic part remained attached to the instrument, and it did not fall at any point while used by the patient. The instrument did not collide with any other instrument or tool during the procedure. There was no patient injury/harm. No fragment fell inside of the patient.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.